Manufacturer narrative:
Occupation: reporter is a synthes employee. Part: 03.010.072, lot: 1547854, release to warehouse date: september 04, 2006, manufacturing site: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the depth gauge for locking scrs to 100 was received at us customer quality (cq). Upon visual inspection, the ball and spring component of the device was missing. Additionally, the distal tip of the needle was observed to be slightly bent. No other defect was observed. Dimensional inspection: feature: needle outer diameter, result: conforming. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. No design issues or discrepancies were identified. Conclusion: the complaint was confirmed for the returned depth gage as the visual inspection revealed a missing ball and spring component, and slightly bent needle. No definitive root cause could be determined based on the provided information. No new, unique, or different patient harms were identified because of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the depth gauge was found by spd tech to be missing the ball barring. It¿s unknown how long it has been missing. There was no patient involvement. Upon manufacturer receipt and investigation, it was determined that the device was also bent. This report is for a depth gauge for locking screws to 100mm for im nails. This is report 1 of 1 for (B)(4).